Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications.

Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The following was reported to gore: on (B)(6) 2021 a patient was undergoing endovascular treatment of stenosis in the common iliac and external iliac arteries. Two gore® viabahn® vbx balloon expandable endoprostheses (vbx) were intended to be deployed in kissing technique in the common iliac artery. Access was obtained with bilateral 8fr pinnacle sheaths. A vbx device was advanced into the right iliac artery and it was realized that this vessel was tortuous, causing concern that the device could become dislodged from the balloon catheter. It was decided a longer sheath would need to be placed. While removing the device from the 8fr pinnacle sheath, the stent dislodged from the balloon. The balloon catheter was removed, and the arterial access site was damaged significantly. The undeployed stent remained in the right external iliac artery. A .018¿ wire was advanced through the undeployed stent, followed by a .018¿ balloon. The stent was then deployed with the .018¿ balloon in the right external iliac artery. Another vbx device was advanced on the right and deployed to complete the kissing stent technique. The kissing stents were post dilated with good result. The arterial access damage was repaired surgically with a vein patch.